Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report.

Event description:
Defect in sealed edge in outer plastic package [customer].

Event description:
Defect in sealed edge in outer plastic package (customer).

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.